Event description:
Three sofwire cinch pliers broke in the upper portions of the devices. It was impossible to tighten the cable enough and to counter hold it so that the cable was not as tight as requested at the cervical spina. Therefore it might be necessary to carry out a revision surgery. The surgery was prolonged by 30 minutes. This medwatch report concerns one of the crimpers. See medwatch report nos. 1226348-2004-00234 and 1226348-2004-00236 for the other two crimpers.